Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination of lead, it was noted that the right ventricular (rv) lead was sensing and pacing in the atrium. Fluoroscopy revealed the rv lead being dislodged into the atrium. The physician explanted and replaced the rv lead on (B)(6) 2021. The patient was in stable condition.